Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 400 mg/dl throughout the week. To address the bg level, the customer administered manual injections. System check was performed with tandem technical support and showed that the pump was functioning as intended. Recommendation was made to discuss diabetes management with health care provider.